Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient fell. An x-ray was taken in october and confirmed the lead had moved. It affected the coverage for the pain area and she ended up not experiencing the same type of pain relief. The patient reported that ¿the implant was no longer working.¿ the issue was not resolved at the time of the report. Reprogramming of the device was performed and the doctor eventually took a picture of the leads and saw they migrated. A surgical intervention was planned for a lead replacement.